Event description:
It was reported that the patient experience dizziness during interrogation and the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the wire bond between the rf flex circuit and hybrid were broken. This likely contributed to the reported field experience.